Event description:
Ous MDR - the patient reported they received 4 shocks on (B)(6) 2017. In the hospital it was not possible to interrogate the ICD. During the ICD replacement the electrical parameters of this lead were not adequate and the lead was replaced.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this product was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.